Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the device had been good off and on for 4 years. Patient reported the day prior, all of a sudden, out of the blue they had no control all day long, which was weird. The patient stated the stimulation being effective went in cycles and a few days they were good and a few days they had more urine loss. Patient reported the day prior was really bad and the urine went through the patient's underwear. Patient stated they went through 10 pads and it felt like niagara falls. Patient reported they had increased stimulation to address the return of symptoms, but they hadn't noticed a change. Patient added they saw some unusual symbols on the patient programmer, but was unable to know what they were. Patient was able to get to the therapy screen. Patient reported stimulation was on and they could see the patient programmer battery level, but they did not see the ins battery low icon. The patient was redirected to their healthcare provider to have their ins battery level checked. No further complications were reported or anticipated.